Manufacturer narrative:
The screw was observed under magnification. There are no significant signs of stress outside of the fracture surface on the screw. The screw broke at the 5th thread from the head, which is the location of the screw that was level with the bottom of the plate, if the locking screws were not engaged into the plate in the locking holes. The screw failure was due to an overloading of the screws due to a bending load. Additional mdrs associated with this event: 3025141-2017-00056: screw 1, 3025141-2017-00057: screw 2, 3025141-2017-00059: screw 4, 3025141-2017-00060: plate.

Event description:
Four hexalobe screws, used to implant a wrist spanning plate, broke post operatively. The screws and plate were explanted.